Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken reservoir tube lip, cracked case display window corner and cracked reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage on left hand corner of screen going down and reservoir ring seemed to be worn off . Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.